Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device alarmed motor error alarm. Customer's blood glucose was unknown. Device was able to rewind. During troubleshooting, found multiple motor error alarms and failed battery test alarms in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery also, unable to confirm motor position encoder error alarm due to erased history file. Unable to perform unexpected restart error test, occlusion test, excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing no unexpected failed battery test alarm noted. The insulin pump passed the rewind, idle current, run current, self-test, off no power, basic occlusion, prime and displacement tests. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.